Event description:
Device report 2 of 2. Reference MFR report# 1627487-2012-09505. It was reported the patient had experienced unsatisfactory inadequate pain coverage with the scs system. It was also reported the pt experienced spasms at the lead site which the physician believe are unrelated to the system. The pt was reprogrammed multiple times to no avail. A full parameter diagnostic indicated valid impedance values. The pt underwent surgical intervention to electively explant the entire system. No further pt complications are reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.